Event description:
The pt was implanted with an ams monarc sling. It was reported that the pt has experienced serious bodily injuries, including, but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, add'l surgery, permanent impairment, hardening, worsening urination, and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.